Event description:
It was reported that following a device changeout, while the physician was suturing the pocket, the patient experienced diaphragmatic stimulation. The lv (left ventricular) lead had been programmed the same as the previous device. Lv output was then decreased, with no stimulation noted at that setting, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965, implantable tachy lead, (B)(6) 2007; 5076-52, implantable pacing lead, (B)(6) 2007. (B)(4).